Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had an infection on (B)(6) 2019 which cultured pseudomonas aeruginosa and serratia marcescens (pan-s). On (B)(6) 2019 the patient had a driveline wound cultures which grew pseudomonas aeruginosa. On (B)(6) 2019, patient had intrap wound cultures which grew pseudomonas aeruginosa (pan-s). There was also a serratia (superficial) and pseudomonas (superficial/deep) driveline infection status post incision and drainage on (B)(6) 2019.